Manufacturer narrative:
Device failed displacement test, motor error alarm noted during rewind due to motor encoder out of phase. Unable to complete functional test due to motor error alarm. Device received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was broken after the patient had gone through the MRI scan. Customer's blood glucose was 8.8 mmol/l. Customer agreed to return the device for analysis.